Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed.

Event description:
It was reported that the unit tears the patients skin in a way that is unintended during use. Event occurred during surgery. Delay of 1-15 minutes reported. No impact to the harvested graft. No additional information available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the air dermatome serial number (B)(6) by zimmer-taiwan on 19 may 2020 revealed that the motor, bearing, o-ring, seal, reciprocating arm, fillister screws, lever, and ball plunger were not working. Product repair of the device was performed by zimmer-taiwan on 19 may 2020 which included replacement of the following: motor, bearings, seal, reciprocating arm, motor sleeve, o-ring, screw, lever, ball plunger. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Event description:
There is no additional information.